Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent belvicol (cr bard) implantation on (B)(6) 2008 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was reported the patient underwent mesh revision on (B)(6) 2008 and on (B)(6) 2009 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to erosion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.